Event description:
I used renu solution with moisture loc and after using it my eyes became red, irritated, they hurt and my vision was blurred at times. I did go to see my doctor twice and now this past week for a third time, he said there are blisters or ulcers on the inside of my eyelids on both eyes and are infected. I'm given medication but the blister need to heal. I went to the dr on three dates.